Event description:
Per the clinic, the patient experienced dizziness with and without stimulation from the internal device, intermittencies and subsequent loss of connection to the internal device. Reprogramming and hardware exchange attempts were made; however, the issue could not be resolved. The device was subsequently explanted on (B)(6) 2025 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report.